Event description:
Stent jumping forward during deployment: the physician was performing a stenting procedure for a long sfa stenosis (lesion diameter x length was 6mmx 30cm long). When the physician deployed this 7x15 smart control stent, the stent jumped forward by almost 1cm ahead of where he originally planned to place it. The physician then deployed one more stent forward of the previously inserted stent, which he had planned to do anyway, to completely cover the lesion. The lesion was pre-dilated, and the locking pin was left in place until the user was ready to deploy the stent. There was no difficulty or resistance during deployment, and the handle of the smart control sds was held flat and straight outside the patient during deployment. No unusual force was applied during deployment of the stent.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During deployment of a stent in a long superficial femoral artery stenosis it was reported that the stent jumped forward by almost 1 cm ahead of the intended location. An additional stent was deployed proximal to the first (it was noted that the physician had already determined prior to deploying the first stent that he would need to place 2 stents). The locking pin was left in place until the user was ready to deploy the stent. There was no difficulty or resistance during deployment reported, and the handle of the smart control sds was held flat and straight outside the patient during deployment. No unusual force was applied during deployment of the stent. There was no reported patient injury. Analysis of the returned device did not confirm the reported event as the sds was returned with the stent intact and undeployed. One non sterile smart 120/15 7 x 150 mm was received coiled in a plastic bag on (B)(6) 2011. The stent was received still inside the sds, undeployed. The hemovalve was closed. The outer sheath was kinked at the ID band. Blood residues were observed at hemovalve. No other anomalies were found. Usable length was measured (using calibrated ruler ID # (B)(4), cal due date (B)(6) 2013), the result of 121.7 cm (equivalent to 47.91") was within specification of 47.82" +/- 0.5" per (B)(4). The deployment process was performed per (B)(4), some resistance was felt at the kinked location in the ID band, however the stent could be deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "deployment - inaccurate placement" condition reported by the customer was not confirmed, since no anomalies were found during the analysis, and the stent was not deployed. The cause of the resistance found during functional analysis was due to the kinked condition of unit found during the visual analysis at ID band. The kinked condition found during visual analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. The device was returned with the stent intact and undeployed. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
Upon further review, the event is being corrected to a serious injury. Note changes to sections. The reported details remain unchanged.